Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent laparoscopic ventral mesh rectopexy where the product was used. Post-operatively, the patient presented with erosion and extrusion into rectum. Extruded mesh was removed per rectum with gentle traction without local event. No reported patient status.